Manufacturer narrative:
(B) (4). (B) (4). Wound dehiscence. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an initial lower uterine segment cesarean section procedure on (B) (6) 2009. On (B) (6) 2009, the pt was brought back to the operating room for a large hematoma secondary to wound dehiscence. Upon opening the wound, the surgeon discovered that the suture was no longer intact. The suture was used to suture the muscle during the original procedure. One thousand ml's of clot and blood were drained from the wound. The right angle of the wound was intact and the section of the knotted suture was intact; however, exam of the right margin of the wound showed that although the suture knot was intact the remaining length of the suture was no longer attached to the knot. The pt had stated that she had not exerted herself in any way and had felt a popping sensation prior to the hematoma forming.